Manufacturer narrative:
The product was discarded by the user facility. This investigation is ongoing.

Event description:
The user facility reported that the capsuleguard was bunching up causing it to grab the bag. The surgeon had to perform a vitrectomy, requiring additional case time and stitches to close the wound.

Manufacturer narrative:
The product was discarded, and the reported problem could not be verified. However, an investigation into the issue determined the most likely root cause to be a manufacturing issue with a lack of a drying/tempering process and automatic mandrel of injection mold being out of specification. An investigation is currently underway to determine the appropriate corrective action.